Manufacturer narrative:
(B)(4). The sample was discarded by the customer and the lot number is unknown. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link connector leaked. The event occurred in the oncology department when the nurse primed the set with a syringe. The facility ordered the product without having baxter provided product training. There was no patient involvement. Additional information was requested and is not available.